Event description:
It was reported that patient experienced high blood glucose of 459 mg/dl event on (b)(6) 2026 and it was treated with insulin pen.

Manufacturer narrative:
Name: Medtronic MinimedCountry: United States of AmericaStreet: 18000 Devonshire StreetCity: NorthridgeState, Province or Territory: CAPost office or Zip Code: 91325.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 3003442380.